Manufacturer narrative:
The ge oec service representative investigated the issue and could not duplicate the malfunction. The pt database was cleared and evaluated. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 2800 uroview fluoroscopy system an occurence where recalled images displayed the same image, and the system could not download pt file to pacs.